Manufacturer narrative:
The balloon catheter, 2af283 with lot number 83688 was returned and analyzed. Visual inspection of the balloon catheter showed the device was intact without any apparent issue. Smart chip verification indicated the catheter was used for 10 injections. System notice 50005 immediately appears upon connecting the catheter to the console. Unable to perform the performance test due to persistent system notice 50005. Dissection and pressure test revealed a guide wire lumen kink and breach at 3.68 inches from the distal end to push button (under the bellow). In conclusion, the balloon catheter failed the returned product inspection due to a guide wire lumen kink and breach. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, an unknown system notice was observed at the end of the procedure. The case was completed with cryo. No patient complications have been reported as a result of this event. The balloon catheter subsequently tested out of specification per the manufacturer's investigation.